Event description:
The account alleges that a nurse, while plugging the bed into the wall outlet, was shocked. There was no injury as a result of the incident.

Manufacturer narrative:
The technician installed a new power resistor, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.